Event description:
Procedure: gastrectomy. According to the reporter: the device fired once over the stomach, and the device would not retract nor open, the jaws had to be pried open and then removed. Tissue damage was over sewed to correct the issue.